Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit leak in iab circuit . There was no patient injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp)unit leak in iab circuit . There was no patient injury or harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. From the inspection, the safety disk is defective, the fse tried to replace the safety disk with another safety disk. Found that after replacing the engine can be used normally. No "leak in iab circuit" notification already. The machine can be used normally. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. The fse in the process of ordering new safety disk of the hospital.

Event description:
N/a